Event description:
There was a leak somewhere near the top of the 2000 ml exactamix eva container. This was founded by the nurse administering medication to the patient. It was founded before given to the patient, so this did not have patient interaction.